Event description:
In incoming inspection at distribution, it was found that there was foreign material under the shrink wrap of the package.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.